Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer thought he had issues with the insulin pump. Customer stated that he got another series of no deliveries. Customer's blood glucose level was 316 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. Customer reported that the alarm did not occur during manual prime. Customer was not able to troubleshoot at the time of the call. Help line representative was unable to determine the cause of the issue. Product is returning based on the customer's request. No additional information provided.